Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high and undefined impedance value. The lead also exhibited no sensing, no capture and high thresholds. It was suspected that there was a setscrew issue with the implantable cardioverter defibrillator (ICD). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.